Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump was received with a constant blank/flashing white light on the display due to vertical cracked lcd controller. The insulin pump was received with minor scratched lcd window.

Event description:
It was reported via phone call on (B)(6) 2018 that the insulin pump was damaged due to being smashed on a table. Blood glucose was less than 70 mg/dl at the time of incident. No symptoms reported but patient treated with juice. Troubleshooting was not performed. Product was returned for analysis.